Manufacturer narrative:
The suspect device has been returned for evaluation. The observed failure was observed and is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that the yellow vented cap is detached. No patient interaction or injury to report.